Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that fixation difficulty was experienced with the attempted right ventricular (rv) lead as it had to be repositioned several times. Eventually it could no longer be seen if the helix was extending and retracting under fluoroscopy. Once the lead was removed, helix extension and retraction was confirmed. A different lead was implanted. No patient complications have been reported as a result of this event.